Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer; patient product ID 37092, lot # 284950001, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Additional information received reported the device 'stopped proper function' after the CT myelogram. The patient was evaluated on (B)(6) 2013 and felt their 'device was still not functioning properly.' It was noted that stimulation was felt more in the abdomen than the back. Hospitalization was not required. The patient outcome was listed as no injury.

Event description:
It was reported that the patient experienced stimulation in the wrong location, an overstimulation sensation as well as neuropathy pain following a CT myelogram about 1.5 weeks prior to the report. After the CT myelogram, the patient felt stimulation in her stomach when she adjusted stimulation that covered her left side. The reporter indicated that stimulation was off during the scan. However, the amplitudes were not turned down to zero as the guidelines specified. About a week prior to the report, the patient underwent a procedure for the migraine headaches she had been having since the CT scan was done as well as an epidural blood patch. The reporter indicated that the patient was informed by the anesthesiologist that the implantable neurostimulator (ins) "went crazy." It was since then that the patient noticed the increase in neuropathy pain in her right leg, below the knee and down. If additional information becomes available, a follow-up report will be sent.